Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the cp5 centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group. Sorin group (B)(4) received a report that the s5 system displayed an error message about the cp5 centrifugal pump system during set-up. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 system displayed an error message about the cp5 centrifugal pump system during set-up. There was no patient involvement.

Manufacturer narrative:
(B)(4) manufactures the cp5 centrifugal pump system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported fault. However, the processor board was replaced as a precaution. The replaced board was returned to livanova (B)(4) for investigate. A serial readout was performed and an error was found signifying an incorrect firmware. Livanova (B)(4) concluded that the issue was caused due to the wrong firmware. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.